Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 21-dec-2017. Device evaluation: the device has been returned and evaluated by product analysis on 02-dec-2017 with the following findings: a review of the black box showed one unexplained power on reset event. No damage was found to the battery compartment or returned battery cap. No moisture/corrosion was found in the battery compartment. The returned battery cap fully attached to the pump and was used to successfully complete 24 hour testing. No power interruptions were duplicated. The returned battery cap contact measurements were within specifications. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.